Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
It was reported that the noise was observed on the right atrial (ra) lead. The suspected cause of the noise was emi (electromagnetic interference). No intervention has been performed at this time. The patient was in stable condition.